Manufacturer narrative:
Device evaluated by MFR: a distal portion of a stent delivery catheter (sdc) was returned for analysis coiled and without a stent. The proximal end of the sdc including the manifold and stress relief hub and hypotube was not returned. Stent not returned. Stent separated from sdc. A visual and microscopic examination of the tip found damage to the tip. There was no stent on the balloon. The balloon wings were relaxed. The balloon appeared subjected to positive pressure and a vacuum pulled on the balloon. A visual and tactile examination of shaft polymer extrusion found stretching, damage, kinking and a break. The inner shaft polymer extrusion was stretched on the proximal and distal side of the bi-component bond for a total length of 20mm. The inner shaft polymer extrusion was damaged on the proximal side of the bi-component bond. There were several inner and outer shaft polymer extrusion kinks noted. The guidewire exchange port at the port bond was stretched. The mid-shaft section of the shaft polymer extrusion on the proximal side of the port bond was stretched, twisted and knotted and there was evidence of hardened medium resembling blood inside in the mid-shaft extrusion. There was a break in mid-shaft section 426mm proximal to the distal edge of the device tip. The section of the device proximal of the break site was not returned. No hypotube returned. Hub not returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 48mm in length, eccentric target lesion was located in the moderately tortuous, moderately calcified and 3.0mm in diameter proximal left anterior descending (lad) artery. A 3.00mm x 48mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. During removal of the device from the patient's body, it was noted that the proximal shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 48mm in length, eccentric target lesion was located in the moderately tortuous, moderately calcified and 3.0mm in diameter proximal left anterior descending (lad) artery. A 3.00mm x 48mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. During removal of the device from the patient's body, it was noted that the proximal shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.